Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the introducer sheath with filter inside is returned. A primary leg penetrates the sheath ~33.5 cm from distal end. Furthermore, there are penetration marks ~40.0 and 40.5 cm from sheath tip in distal end and ~37 cm from tip. Kink with penetration is also noted 38.5cm from tip end. Nothing to note by visual inspection of the filter. The kink and perforation marks on the introducer sheath indicate that excessive force has been applied when the introducer was advanced. Under normal conditions the sheath is strong enough to accomplish the procedure, but the introducer sheath may bend if excessive force is used to advance the introducer sheath and filter introducer through tortuous anatomy. In this case left jugular approach was used. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a patient underwent ivc filter placement by left jugular approach. The anatomy of the patient was suitable for the procedure. After the sheath system of the complaint device was advanced into the target site by left jugular approach, the filter introducer was advanced through the sheath. However, the filter got stuck in the sheath and became impossible to retrieve from the sheath. The stuck filter got out of the body simultaneously with the sheath system. Another gunther was used instead without problems. Patient outcome: no adverse effects to the patient.